Manufacturer narrative:
The low suction allergan was confirmed. This was caused by a torn rolling diaphragm in the breast pump internal piston assembly.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report low suction and poor milk output while using the purely yours breast pump despite replacement of pump pieces in attempts to resolve the issue. Customer exclusively pumps to provide breast milk for the baby. Customer has a history of mastitis. She was recently again diagnosed with unilateral mastitis by her health care provider and was treated with oral antibiotics with good resolution of the infection.